Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a large air bubble in the reservoir. Customer did not receive any no delivery alarms. Customer's blood glucose was 501 mg/dl. Caller stated that the issue has been occurring for 2 days. Caller stated that the pump was not rewound with a reservoir in place. Customer was not stored at room temperature. Caller was advised that it must be stored at room temperature to prevent gassing out when it warms up in the pump. Caller stated that she will call back after letting the insulin get to room temperature.